Event description:
Customer alleges false positive troponin (tni) results with meter: (B)(6) 2012, pt presented with chest pain. At 6:30 draw tni 0.22. At 8:30 draw tni <0.05. At 11:23 draw tni <0.05. Pt admitted. Customer does not know why pt was admitted. Customer uses 0.4 as a tni cutoff.

Manufacturer narrative:
In house testing of cardiac (B)(4) with 29 normal (apparently healthy) whole blood donors resulted in all values <0.10 ng/ml. No false positive or elevated result was observed. As of (B)(4) 2012, there are (B)(4) complaints against this device lot, (B)(4) addressing tni. No product deficiency was established. No sample was returned for testing; product support was unable to verify the customer's result. Product support could not rule out any sample specific or environmental factor that may have affected analyte recovery. This issue will be tracked and trended to detect any further occurrence. No corrective action required at this time as not product deficiency was established.